Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant using an 7f amplatzer trevisio intravascular delivery system. During procedure, the disc deformed and appeared to be shaped like a cobra during the expansion of the left atrial disc. The device was not released from the delivery cable while inside the patient. There was no report of any angulation/kink noticed with the delivery system. A decision was made to replace the device with a second 10mm amplatzer septal occluder for implant with an 8f amplatzer trevisio intravascular delivery system. The replacement device was implanted in the patient and completed the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an 7f delivery sheath was used and there was not any angulation or kink in the delivery system was noted. It was unknown if there was any interaction with cardiac structures during deployment. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.